Manufacturer narrative:
The investigation for placement signal issue has been completed. The impella device was not returned for evaluation. The cause of the optical signal issue was not determined since product was not returned and insufficient data logs were returned.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported the patient was on impella cp support and the patient received two rounds of shockwave treatment. On the second shockwave, the placement signals disappeared from the placement screen. At this time the pump was still on auto and flowing at 3.7 liters per minute with a pulsatile motor current. "Placement signal not reliable" alarm appeared on the console. The nurse disabled the placement monitoring and audio. The physician and team were made aware that the pump was still working. The pump was successfully weaned and explanted. The procedural outcome was the patient survived the surgery.